Event description:
It was reported that the vns patient¿s device was disabled on (B)(6) 2014 due to unknown reasons and that replacement surgery was being considered in (B)(6) 2014. Follow-up revealed that patient¿s parent elected not to have the device replaced due to an infection that had developed near the patient¿s device and surrounding tissues. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Subsequent information received indicated that the patient's parents do not wish to pursue re-implant at this time since the patient's epilepsy is now under good control with new anticonvulsants. The provider did not know if the observed high lead impedance was the reason for the device disablement on (B)(6) 2014.

Event description:
Additional information was received stating that the vns patient¿s skin infection was likely due to poor hygiene and was not related to vns.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: information related to evaluation of lead manufacturing records was inadvertently not included in the initial MFR. Report.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostics results revealed high impedance (dc dc - 7). The observation of high impedance is possibly the cause of the previously reported device disablement. Attempts for additional relevant information have been unsuccessful to date. The high impedance event is reported in MFR. Report # 1644487-2015-05873. Manufacturing records for the patient's lead was evaluated and sterilization was verified prior to product distribution.